Event description:
A user facility reported to olympus that they were experiencing "issues with the connector" and returned the device to olympus for repair. Upon inspection and testing of the returned device, a "b30" error occurred. This report is submitted due to the "b30" error. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, a b30 error occurred due to poor contact with the scope connector. Additional evaluation findings are as follows: 1.) Faulty scope socket. 2.) Locking mechanism and scope detection slide did not function. 3.) Minor cosmetic damage. 4.) Non-olympus lamp. 5.) Excessive thermal paste present. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, it is likely the b30 error occurred due to poor communication between the scope and the processor temporarily. Olympus will continue to monitor field performance for this device.